Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Should add'l information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.

Event description:
It haa now been reported that a product liability claim was raised. A revision surgery was scheduled on (B)(6) 2015 due to elevated cobalt levels (from 7 to 14), fluid collection, clicking noise and increasing pain.

Manufacturer narrative:
Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. In conclusion, due to significant lack of info, it is impossible to perform a meaningful analysis of the reported event. Based on the given info and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The MFR died not receive devices, x-rays, or other source documents for review, as the pt has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the pt received an mmc cup (date not reported) and has pain. At the time of this report it is not known if the pt is being monitored or if a revision surgery is being planned.